Manufacturer narrative:
To date, the device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) was emitting beeping tones and declared elective replacement indicator (eri) with a charge time of 19 seconds. A replacement procedure was scheduled. Prior to replacement the device was interrogated for a second time and it was discovered that the device had not declared elective replacement indicator (eri), but rather middle of life with an extended charge time of 17.4 seconds and a battery voltage of 2.62 volts. The physician suspected premature battery depletion (pbd) and high chargetimes on this implantable cardioverter defibrillator (ICD). The replacement procedure was successfully completed and the device was explanted, replaced and returned for analysis. No adverse patient effects were reported.